Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Prior to use on the patient it was noted that there was a small hole in the packaging. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). A representative sample was returned for evaluation. The returned sample was found to be out of specification. The evaluation found a hole in the package that was caused by a loose needle.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.